Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during an unspecified surgical; procedure it was observed that the motor device was heating up. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was heating up during surgery was confirmed. An assessment was performed on the device which found that the unit reflected heat with a reading of 118 degrees fahrenheit which is at the maximum allowance of the manufacture specification (specified reading is temperature shall not exceed 118 degrees fahrenheit), the unit reflected noise with a reading of 75.4 decibels which is at the maximum allowance of the manufacture specification (specified reading is sound level must not exceed 76 decibels). It was observed that the bearings are worn out with corrosion on them. It was determined that the corroded bearings were worn out from normal use. It was further determined that the bearings were the cause of the device heating up and being loud. The assignable root cause was determined to be due to normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.